Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The care giver stated that there was an air gap in the white supply line and that the bag was empty. There was solution puddled outside of the empty bag. The care giver stated that the connection point appears to be dry and that there was no obvious leaking point on the solution bag. The source of the leak could not be seen. There were no visible defects to the product, over pouch, or shipping carton. The products were not stored in a location where it was exposed to extreme temperatures. The bags were properly connected and the patient line was properly primed. The renal therapy service agent (rtsa) assisted with cassette removal. The care giver would follow up with the registered nurse before doing manual drains. There was no patient injury or medical intervention associated with this event. No additional information is available.